Event description:
It was reported that following a carotid stenting treatment procedure, occlusion occurred. A carotid wallstent was implanted to treat an unspecified lesion. A few weeks later, the stent was noted to be 80% occluded. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).